Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Device remains implanted.

Event description:
A report was received that the clinical patient underwent an ipg revision procedure due to difficulty charging and the patient preferred a new ipg location.